Event description:
According to the available information the genesis was implanted on an unknown date and revised due to a single cylinder breaking. This patient was also reported as being transgender, as indicated on the pif.

Manufacturer narrative:
The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot confirm any observations and cannot comment on the condition of the device. If the device becomes available, or additional information is received, quality will re-evaluate this complaint in accordance to procedures. Per the instructions for use (IFU), the titan product based upon the IFU is indicated for male patients suffering from erectile dysfunction (impotence) who are considered to be candidates for implantation of a penile prothesis. Therefore, these complications would be associated with off label use of the product.

Manufacturer narrative:
As no lot # was provided, a review of the device history record, complaint history database, non-conformances and capas could not be completed.

Event description:
According to the available information, the implant was removed and replaced due to a single cylinder break.